Event description:
It was reported that a cerebral vascular accident (cva) occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted. Following implant, patient was to take eliquis 5mg two times daily and aspirin. On (B)(6) 2019 the patient returned for a cardioversion procedure. Prior to cardioversion, a transesophageal echocardiogram (tee) was performed. It was noted the watchman was well seated and the seal of the device was within normal limits. Eliquis was discontinued and plavix was prescribed. On (B)(6) 2019 the patient presented to the emergency room complaining of confusion. A spot on the patients brain was discovered, which suggested patient had a non-hemorrhagic cerebral vascular accident or a transient ischemic attack. Patient was administered lasix, and had consults with cardiology and neurology. No residual effects were noted. The patient was discharged (B)(6) 2019. The patient will follow up with primary care provider, neurologist, and cardiologist at a further date.